Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a perforator during procedure. The procedure was completed with a replacement product available. It is unknown if the event caused patient injury. It is unknown the drill manufacturer, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No additional information has been provided.

Manufacturer narrative:
UDI#: (B)(4). The disposable perforator (ID 261221) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.